Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair. Device was evaluated by a third party.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device was sent to a third party service center for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.